Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr replaced the front panel and performed touch screen calibration. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touch screen was frozen. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated due to damages. Further investigation was unable to be performed due to damage dealt to the touchscreen and display. The issue will be internally investigated within vyaire.